Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they met with the manufacturer representative (rep) yesterday at doctor's office because she had been having return of symptoms for the last two weeks. He put her on a different program. He said she could change up or down if she wanted to. She has her interstim icon and she can't get it to work at all. Patient doesn't think she's felt it work since she left yesterday, and no relief of symptoms today. Walked caller through connecting the 3037 to the stimulator. Patient said it was at 0.9v. When patient went up a level she said it was painful. Patient brought it down to 0.8v and said it was comfortable. The other program she was on she would feel the stim and then she wouldn't feel it. This program was like pain in her hip. She said, "it must be where it is doing it's thing", it is constant. Patient will maintain stimulation level and will continue to track symptoms. Patient said she is getting a replacement stimulator (B)(6). Additional information was received from the patient. The patient stated that they fell off the ladder and hit his hip. After that, it has not worked and the incontinence got worse. Device replacement on (B)(6) 2021. No further complications were reported.